Event description:
It was reported that, prior to use, the balloon was unraveled in the packaging, and the sleeve holding the balloon was released from it. Additionally, the balloon obturator could not fit through the access trocar. These problems impacted five boxes of the same lot.  A new device with the same lot was used. There was no patient involved.

Manufacturer narrative:
D10. Concomitant products: smbttovlx, spacemaker* pro access and dissector sys (lot p4l0617); smbttovlx, spacemaker* pro access and dissector sys (lot p4l0617); smbttovlx, spacemaker* pro access and dissector sys (lot p4l0617); smbttovlx, spacemaker* pro access and dissector sys (lot p4l0617); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. Correction: d4 (unique identifier (UDI) #). H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the first image depicts the dissector balloon with water droplets on the unfurled balloon in its packaging. The second image depicts the dissector balloon, trocar balloon, inflation syringe and 5mm port in its packaging. Due to the quality of the image it is unclear if the balloon is unfurled or the protective sheath has separated from the device. It was reported that insertion through port difficult and parts loose in packaging. The reported issues were not confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.